Event description:
A negative (B)(6) result was obtained on a patient sample. The result was not reported since the patient was declared (B)(6) by the laboratory. Repeat testing was performed on the patient sample and the result was negative. Testing on an alternate method was (B)(6). Rapid kit testing was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for sample probe adjustment. The patient sample was rerun and the result was (B)(6). The cause for the discordant (B)(6) result is unknown. The quality control was acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). Antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers. The advia centaur hcv assay is limited to the detection of igg antibodies to (B)(6)virus in human serum or plasma (edta, lithium or sodium heparinized plasma). Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific (B)(6) serological markers."